Event description:
It was reported that when the patella reamer blade was opened during knee arthroplasty, the inner packaging was compromised. Another reamer blade was opened to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found a corner of the inner tyvek lid was not folded as required and was sealed in the outer tyvek seal. When the outer tyvek was removed by the customer, the nonconformance caused the outer tyvek to delaminate. This complaint has been confirmed by evaluation of the returned product. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.